Event description:
It was reported that occlusion alarms occurred. Tandem customer technical support offered to complete a system check to identify the location of the blockage; however, the customer declined completing the troubleshooting. Reportedly, there was debris on/around the pneumatic tap. The customer cleaned around the pneumatic tap and was able to resume insulin therapy. There was no adverse impact to customer¿s blood glucose level.